Event description:
(B)(4). E1 (initial reporter name and address) (hcp, rep): additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the lockout was due to the maximum activation being 1/24hr. It was reported that the personal therapy manager (ptm) was changed to maximum activations of 5/24 hours. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: a810; product type: software; product ID: a820; product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Product ID: a820, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (25-75 mcg/ml at 1.25-3.75 mcg/day) and bupivacaine (30 mg/ml at 1.5 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a refill this morning and the concentration of the secondary drug however since the primary drug was not changed, they decided to bypass the bridge bolus. The caller stated they programmed the pump to have a personal therapy manager (ptm) as well (max: 5, loi: 4 hrs, dri: 5 x 24 hrs) however, when the patient tried to give themselves a bolus today they were saw a lockout of 19 hours. No symptoms were reported. No further complications have been reported as a result of this event.